Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a zoll patient service representative contacted zoll customer support to report that a (B)(6) male patient had a rash under the electrode belt therapy electrode (te) pads and that the home health nurse believed it was a fungal infection that had colonized the te pads. The psr reported that they would clean the te pads with alcohol. The pad continued wearing the lifevest. It is unknown whether the patient required medical intervention. The clinical outcome of the skin irritation is unknown.